Event description:
Additional information received noting the device was implanted in the left eye and there have not been any adverse events. Device will remain implanted.

Manufacturer narrative:
Additional information: b.5., d.4., g.1., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient was implanted with a xen 45 gel stent device that should have been recalled. "Patient outcome is good."